Event description:
Subsequent to the previously filed medwatch report, new information received states that the balloon ruptured at 14 atmospheres.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Date of event corrected.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the left superficial femoral artery. The fox sv was used for pre-dilatation, but the balloon ruptured at 16 atmospheres after 4 inflations. There was no reported resistance during advancement or removal of the fox catheter. A non-specified stent was implanted to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.